Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not pass the performance verification testing and the touchscreen was out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was out of calibration. There were no reports of any adverse patient events or reported delays of critical therapies while the device was in clinical use. No additional information was provided.